Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the 550 device. Hcp stated prior to the initiation of treatment (tx), pt had been diagnosed with pneumonia. Hcp reported one hr into treatment(tx), pt experienced nausea and vomiting. Hcp administered compazine and continued treatment. Pt continued to be nauseated and hcp administered another dose of compazine. Physician was notified. Pt began to shake and appeared to be having a seizure. Pt then became rigid and unresponsive. Hcp rinsed blood back to pt, terminated treatment and called 911. Emergency medical system transported pt to hosp. Medical intervention administered at the hosp was unavailable for this report. Hcp reported pt has a "history of nausea and vomiting and difficult hemodialysis treatment". As of 03/15/2000, pt was back in facility receiving hemodialysis treatment on the 550 device.